Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection to address the bg.